Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem was emitting a 'crackling' sound and the batteries were not charging properly. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (emitting crackling sound / does not charge batteries) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the strange sound and inability to charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.